Manufacturer narrative:
(B)(4)

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy with a prismaflex m150 set. During treatment a cracked male luer lock was observed on the arterial line. The blood was not returned to the patient. No injury or medical intervention was reported.